Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot#: 63622287, catalog#: 00875201336 liner elevated rim 36 mm i.d. Size ll lot#: 63772623, catalog#: 00875705801 shell with cluster holes porous 58 mm o.d. Size ll lot#: 63719390, catalog#: 650-0662 delta ceramic fem hd 36/+3mm m t1 lot#: 2017020350. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 1 year and 8 months post implantation due to implant fracture and trunnionosis. Attempts have been made and additional information on the reported event is unavailable at this time.